Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned, and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified baxter set was not glued into the connectors. This issue was identified during an unspecified process step. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.